Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had an over temp error message. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) customer called or assistance troubleshooting a system temperature overheating alarm. The nurse turned the unit off then back on again an the alarm was gone. The nurse stated the pump was working perfectly fine but wanted to check to see if the pump would run. There was no patient harm reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported system temperature overheat issue during the preventative maintenance (pm), to fix the issue, replaced the compressor and temperature sensor, completed a full system test (calibration, safety, and functionality test), all tests passed to factory specifications. Returned to the customer and released for clinical use.

Event description:
N/a.